Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an accute ais case, the operator prepared to do thrombectomy. The operator tried to do thrombectomy with swim technique using the subject guidewire. After the first try there was still some thrombus in vessel so the operator used the subject guidewire again to bring non-stryker microcatheter to reach the lesion, but when the distal of the subject guidewire reached mca ( middle cerebral artery) it fractured. The tip of the subject guidewire was left in mca. Then the operator tried to use a non-stryker guidewire as a medical intervention to catch the fractured guidewire out, but after several tries the non-stryker guidewire also fractured and left inside patient's body. After that the operator tried to use another two stryker guidewires as a medical intervention to take the two fractured guidewires out (subject guidewire, non-stryker guidewire), but all failed. Then the operator finish the procedure and the patient's vital signs are stable and currently in the ICU (intensive care units). No added medication or treatment were given due to the reported event. The patient will not be re-scheduled for follow-up procedure to remove the subject fractured guidewire. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported issue could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that after the first try there was still some thrombus in vessel so the operator used the subject guidewire again to bring microcatheter to reach the lesion, but when the distal of the subject guidewire reached mca (middle cerebral artery) it fractured. The tip of the subject guidewire was left in mca. Then the operator tried to use a non- stryker guidewire to catch the fractured guidewire out, but after several tries the non-stryker guidewire also fractured and left inside patient's body. After that the operator tried to use another two guidewires to take the two fractured guidewire out, but all failed. As per the additional information, the patients anatomy was moderately tortuous. As the device was not returned an a review of all available information fails to indicate a probable cause for the reported event, an assignable cause of undeterminable will be assigned to 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments'.

Event description:
It was reported that during an accute ais case, the operator prepared to do thrombectomy. The operator tried to do thrombectomy with swim technique using the subject guidewire. After the first try there was still some thrombus in vessel so the operator used the subject guidewire again to bring non-stryker microcatheter to reach the lesion, but when the distal of the subject guidewire reached mca ( middle cerebral artery) it fractured. The tip of the subject guidewire was left in mca. Then the operator tried to use a non-stryker guidewire as a medical intervention to catch the fractured guidewire out, but after several tries the non-stryker guidewire also fractured and left inside patient's body. After that the operator tried to use another two stryker guidewires as a medical intervention to take the two fractured guidewires out (subject guidewire, non-stryker guidewire), but all failed. Then the operator finish the procedure and the patient's vital signs are stable and currently in the ICU (intensive care units). No added medication or treatment were given due to the reported event. The patient will not be re-scheduled for follow-up procedure to remove the subject fractured guidewire. No additional information available.